Manufacturer narrative:
(B)(4). Visual examination of the returned device found that the threads on the polyaxial¿s tulip head had become torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tulip head threads becoming torn off cannot be positively determined. However, the noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the tlif surgery for spinal canal stenosis was performed by using the expedium verse system. The fixed are was l3-l5. During the surgery, the following events were confirmed by the surgeon. The surgeon inserted the correction key (199721000s, lot#: 144277) using an inner set screw after he loosened the inner part of the correction key in a couple of turns. Then, parallel-compression was applied. At the final tightening, a torque driver turned idle at l5 (right). As he tried to turn the torque driver again, the thread of the correction key got broken. He tried a new correction key (199721000s, lot#: 154851), but the thread also got broken. At the same time, he found that the thread of the screw (199725740s, lot#: 171524) had been broken. He extracted the broken screw and then inserted a new screw together with a new correction key. The surgeon was successfully completed with a less-than-30-minute delay, and there was no adverse consequence to the patient.